Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red bumpy rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to wear the lv at night and remove it during the day. Follow up indicated that the skin irritation improved.